Event description:
It was noted that the patient presented to the clinic for follow-up. It was noted that the right ventricular (rv) lead exhibited undersensing resulting in an increase in rv pacing and a reduction in rv sensing. The rv lead exhibited history of noise that was recorded as high-rate episodes, which appeared to be non-sustained ventricular tachycardia (nsvt). During the procedure, insulation damage was visualized. The rv lead was capped and replaced on (B)(6) 2026. There were no patient consequences.

Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided. The implant date was reported as an estimate as follow "year of 2011".